Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported getting ind flags on quality control (qc) and patient samples for the ck-mb reagent pack on the access 2 instrument. No patient results were generated or reported during this event and no patients' care was affected. During troubleshooting with customer technical support (cts) it was determined that the customer had unloaded a ck-mb reagent pack from the instrument, but the customer did not remove the reagent pack using the instrument software. This action caused the ind flagged ck-mb results to be generated when the customer ran the tests with no ck-mb reagent pack physically on board the access 2 instrument.